Event description:
It was reported that the patient experienced diaphragmatic stimulation related to left ventricle (lv) pacing within one week of the initial implant procedure. The lv lead was unable to be repositioned to a suitable position and therefore it was explanted and replaced with a new lead. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and there was apparent explant damage.